Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-dec-25.

Manufacturer narrative:
Device evaluation: abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. This file was created from the attached journal article ¿¿ poincloux - pelvic abscess¿¿ the device evaluation of the solus biliary stent and introducer set of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0100) states the following: ¿intended use: this device is used to drain obstructed biliary ducts¿ and ¿¿ a complete diagnostic evaluation must be preformed prior to use to determine proper stent size¿¿ it is known from the literature paper that the stent was used in pelvic abscess drainage and inappropriate length stent was selected for 01 stent. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. The stent was used in pelvic abscess drainage rather that its intended biliary drainage. This use would have contributed to the migration of 01 stent and rectal discomfort of 01 stent reported. There is also evidence of use error, it is also known from the literature that the stent that caused rectal discomfort was an inappropriate length (too long). Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the literature there was stent migration 04 days post placement in 01 stent and rectal discomfort 06 days post placement of 01 stent. Confirmed quantity of 02 device, confirmed used. According to the initial report, repeat eus drainage was required for the stent migration and rectal discomfort. The stent that causes rectal discomfort was exchanged for a shorter stent. Definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. The stent was used in pelvic abscess drainage rather that its intended biliary drainage. This use would have contributed to the migration and rectal discomfort of reported

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
In this study, endoscopic ultrasound (eus)-guided pelvic abscess drainage was performed using several cook medical devices, including the 19-gauge eus needle, the cst-10 cystotome, and plastic double-pigtail stents. The pelvic abscess was punctured using a 19-gauge needle (eus19t or eusn-19a; cook medical) under combined eus, endoscopic, and fluoroscopic guidance. In the two-step technique, after puncture, a 0.035-inch guidewire was coiled into the abscess cavity to allow subsequent tract dilation. In four patients, aspiration was performed only with a 19g needle, particularly when the abscess-to-bowel wall distance exceeded 20 mm or the cavity was small. No procedural difficulties or device malfunctions related to the needle were reported. In most patients, tract creation and dilation were achieved using the 10 fr cystotome (cst-10; cook medical ¿ endoscopy). The authors describe this as a one-step technique, in which the cystotome simultaneously allowed puncture, tract dilation, and guidewire insertion, facilitating direct access for stent placement. The cystotome was used in 20 of 37 procedures (54.1%), providing efficient and controlled entry into the abscess cavity. The study did not report any complications or device-related issues associated with the use of the cystotome. Following tract creation, one to three plastic double-pigtail stents (7¿10 fr, 4¿5 cm; cook medical) were placed to maintain continuous drainage of the abscess cavity. Plastic stents were used in 29 of 37 patients (78.4%), while stent type and number were determined by the abscess content and viscosity. The authors reported minor complications in two cases: one instance of early stent migration (2.7%) requiring repeat eus drainage and one case of rectal discomfort (2.7%) due to stents that were too long, which was resolved by replacing them with shorter stents. No device malfunctions, breakages, or technical difficulties were reported with the cook stents. Early pigtail stent migration at day 4 in one patient; early removal of pigtail stent because of rectal discomfort at day 6 in one patient; number of patients: 37 consecutive patients. Age: mean 61.4 years (range 23¿94). Sex: 20 male (54.1%), 17 female (45.9%).